Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to n unknown noise, without oversensing. No additional adverse patient effects were reported.